Event description:
Report was received from a (B)(6) physician who injected a pt with 1.5 ml of radiesse into cheekbones, cheeks, and marionette lines. Two hours after treatment with radiesse, the pt presented severe swelling of the face. The event was further described as spreading, at first periorally and then over the whole face and intraorally. Corrective treatment comprised of intravenous solu-decortin h 50 mg (prednisolone sodium succinate), aerius (desloratadine) and dexapos (carmellose, dexamethasone sodium metasulfobenzoate) eye drops. The event resolved six weeks after onset. In the opinion of the reporting physician, the event was of severe intensity, and presented a serious deterioration in the pt's state of health.

Manufacturer narrative:
The device history record for radiesse lot 1033352 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.